Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 545 mg/dl. The user alleged the insulin pump was under delivering insulin due to his sugar glucose and blood glucose way off and when patient check his blood glucose was 545 mg/dl and sugar value 100-150 mg/dl. Customer blood glucose was 90 mg/dl at the time of call and they not reported any symptoms of high blood glucose. Customer stated they were using insulin pump within 48 hours of reporting high blood glucose event. Customer stated auto mode feature was activated at the time of high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.